Manufacturer narrative:
(B)(4). The liberte/veriflex stent delivery system (sds) was received. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The mid-shaft was separated 116.5 cm from the hub. The separated ends were stretched and jagged which indicates that the separation was due to tensile overload. The distal shaft was buckled/scratched in multiple locations. The tip was not damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-aug-2015. It was reported that crossing difficulties were encountered. A 4.00mm x 16mm liberte stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a mid-shaft break.